Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the touchscreen was unresponsive. Customer stated that the numbers are able to be typed in with no issue, and can tap to the right of the "abc" button with no issue, but was unable to tap the "abc" button. Customer also that the "abc" button is a lighter gray color than the rest of the buttons on the screen. The customer's blood glucose (bg) level was not impacted. Troubleshooting with tandem customer technical support was performed. The customer reported that the pump would continue to be used for insulin therapy.